Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that foreign matter was attached to/clogged the nozzle plastic distal end cover, but it was not possible to identify the foreign matter. It is likely that the handling (reprocessing) was not in accordance with the instruction manual, resulting in foreign substances remaining. No physical damage was observed where foreign matter remained. The detection method is described in the instruction manual gif-xz1200 operation manual chapter 3 preparation and inspection. Prevention measures are described in the instruction manual gif-xz1200 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus, that the gastrointestinal videoscope nozzle channel was stuck. It was also noted that there was a noticeable change in the color of the bending section rubber and distal end. The issue was noted during inspection for use. There were no reports of patient harm associated with this event. This MDR is being submitted to capture the blocked nozzle reportable malfunction.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that there were synthetic fibrous deposits likely from cleaning brush and that could not be removed clogging the nozzle. There were organic residues on the plastic distal end cover. It was also noted that the bending section rubber was discolored and the bending angulation was out of standard values. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.